Event description:
A report was received that stated that the cannula of the needle was bent, it was not fully captured in the safety device and was exposed. No needlestick took place. There was no pt or clinician injury. The device was discarded and is not available for evaluation.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.